Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative on 2017-may-24. It was reported that the patient had a catheter revision on (B)(6) 2017, and it was discovered that the anchor had become detached from sutures, allowing the previous catheter to pull back and out of the intrathecal space. A new spinal segment was implanted and secured. The healthcare provider was able to aspirate from the catheter access port (cap) to confirm flow, and therapy was reinitiated after surgery.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative on 2017-feb-27 regarding a patient's implanted infusion pump containing unknown medication(s) (dose(s) and concentration(s) unknown). The indication for use was intractable spasticity. The patient's weight was asked, but unknown. It was reported that the patient's catheter was no longer in the spinal canal per hospital staff, and the patient was having a revision on (B)(6) 2017. It was unknown when the issue began. Environmental, external, or patient factors that may have contributed to the issue were unknown, and it was unknown if any diagnostics, troubleshooting, or interventions occurred to resolve the issue. The issue was not considered resolved at the time of report, no patient symptoms were reported, and the patient's status was alive - no injury. No further complications were reported or anticipated.